Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood on the distal shaft and contrast in the inflation lumen. This is consistent with preparation and advancement of the stent delivery system (sds) into the body. The tip length met manufacturing criteria. The distal end of the stent implant was bent and the full length was smashed. The outer diameter measurements could not be taken due to the damage. Additionally, the distal end of the soft tip was jagged and flared. This damage was not noted during product inspection prior to use. It is possible that the damage to the stent and tip occurred as a result of an interaction with the anatomy and/or accessories during advancement of the product or possibly as a result of packaging and shipment back to abbott vascular for analysis. Additionally, the stent implant was dislodged from the sds; however, crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon had relaxed folds, which likely occurred after the stent dislodged. Stent dislodgement can be influenced by many factors, including, but are not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. Based on the limited information provided, a conclusive cause of the stent dislodgement could not be determined. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A definitive cause of the stent dislodgement could not be determined, however, the failure to cross and subsequent damage noted during product analysis appear to be related to operational context. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. This type of reported event will continue to be monitored. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during an un-specified procedure, an attempt was made to advance a 2.5 x 8 xience and a 2.5 x 18 xience; however, the stents did not cross the target lesion. There were no adverse patient effects reported. No additional information was provided. Device analysis noted that the stent implant was dislodged from the stent delivery system.